Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the connection between power inlet module and cca card showing signs of electrical overstress and would be replaced for preventative maintenance. Upon further investigation the control panel was not plugged into the card cage. The control panel had a gouge in the bottom right of the touchscreen but still functions. The control panel was unresponsive. During post repair functional verification there was no flow being recorded so flow meter would be replaced. Tubing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the connection between power inlet module and cca card showing signs of electrical overstress and would be replaced for preventative maintenance. Upon further investigation the control panel was not plugged into the card cage . The control panel had a gouge in the bottom right of the touchscreen but still functions. The control panel was unresponsive. During post repair functional verification there was no flow being recorded so flow meter would be replaced. Tank tubing was replaced.

Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided DHR is not required. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the connection between power inlet module and cca card showing signs of electrical overstress and would be replaced for preventative maintenance. Upon further investigation the control panel was not plugged into the card cage . The control panel had a gouge in the bottom right of the touchscreen but still functions. The control panel was unresponsive. During post repair functional verification there was no flow being recorded so flow meter would be replaced. Tank tubing was replaced. Per sample evaluation results received on 29mar2023, it was reported that the tank tubing such as double bend tube and l shape formed tube were found be expanded. It was stated that the double bend tube and l shape formed tube were replaced.